Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high platelet (plt) result generated by coulter lh780 hematology analyzer without flags on the rerun for one patient specimen. The specimen was rerun because a giant platelets flag was generated by other instrument. The platelet discrepancy was noticed and the same specimen was repeated. No erroneous results were reported out of the laboratory. A manual platelet estimates were performed and the initial plt result was reported out. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a 5ml vacutainer tube, sampled within 2 hours of collection, and stored at room temperature. The instrument is currently within qc specifications with respect to accuracy and precision. Qc prior to the event was within the established ranges. Raw data was not provided for analysis. A bci field service engineer (fse) replaced some hardware components, adjusted parameters, and verified the instrument operation. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.